Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: efficacy of the linx reflux management system in patients with large hiatal hernias. Authors: zehetner j., rona k.a., reynolds j.l., schwameis k., bildzukewicz n., lipham j.c.. Citation: zeitschrift fur gastroenterologie. (2016). Doi: http://dx.doi.org/10.1055/s-0036-1587203. Magnetic sphincter augmentation (msa) with linx has demonstrated long-term safety and efficacy in patients with gastroesophageal reflux (gerd). The efficacy of linx in patients with larger hiatal hernias has yet to be determined. This retrospective review involves a total of 192 patients who underwent msa with linx (ethicon) between may 2009 and december 2015. Fifty two patients with a larger hiatal hernia (>=3cm) were compared to 140 patients who had smaller or no hiatal hernia. Reported complication in the larger hernia group included dysphagia (n-9.6%) requiring intervention and in smaller or no hernia group included dysphagia (n-15.7%) requiring intervention. In conclusion, msa with linx (ethicon) is a safe and effective option in patients with gerd and larger hiatal hernias.